Event description:
A temperature alarm was reported by the caller. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The caller was able to clear the alarm and resume insulin and was advised to monitor the situation and contact support if the issue recurred.